Event description:
It was reported to vyaire medical that the avea ventilator uim (user interface module)not responding (frozen screen). As of this time, there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and took off the housing around the uim (user interface module) to inspect the cable. The uim cable was unscrewed and unplugged from the gde (gas delivery engine) to look at the pins if there are any issues ,and everything looks normal. The avea was turned on to check the functionality of the uim and the screen was not frozen. All the uim buttons operate as normal. All on screen button options were pressed and there were no issues. Screen calibration was performed and the unit passed with no issues. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.